Manufacturer narrative:
Review of the data management system confirmed that the user had not been actively using the system since on (B)(6) 2026, due to loss of the smart transmitter prior to the hospitalization. The event was determined not to be related to diabetes management, glucose measurements, or system performance, and does not require further investigation.

Event description:
On (B)(6) 2026, the user reported a second hospitalization during the month due to seizures. The user stated that no diagnosis was provided by the treating medical team. At the time of the interaction, the user reported feeling better and indicated that discharge from the hospital was planned for the same day.